Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was having cognitive issues after experiencing falls. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having cognitive issues after experiencing falls. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician believed the cognitive issues experienced by the patient due to falls were not device related.

Event description:
A report was received that the patient was having cognitive issues after experiencing falls. The patient will undergo an explant procedure.